Manufacturer narrative:
The reported event was inconclusive due to a poor sample condition. Approximately three and half inches above the trifurcation was returned. The inflation valve was cut off and the balloon was not returned for testing. 10cc slip tip syringe was inserted into the drainage lumen at the top of the remaining device and flowed through the remaining drainage lumen through the drainage funnel into the bag with no issues. A potential root cause could be due to missing drainage eyes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not returning any urine in the catheter as he was previously, even after receiving IV lasix per the doctor's order. The patient then complained of abdominal discomfort and was having a hard time urinating. The nurse consulted with the doctor and it was decided to remove the catheter. When the nurse tried to deflate the balloon, no fluid returned and the nurse was unable to remove the catheter. The nurse called the charge nurse for assistance, but they were still unable to remove it. A urologist was called for additional tips, but the balloon still could not be deflated. Another doctor was called and placed an urgent urology consult. The urologist came to the bedside but was unable to pass a guidewire to puncture the balloon from inside the catheter. An ultrasound was performed to visualize the balloon, and a needle was used to pop the balloon from the scrotum. The patient then had 600 ml of frank red bloody urine returned. A 16 french, non-temperature sensing foley catheter, was placed and 500 ml of normal saline was used to flush clots and urine until clear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not returning any urine in the catheter as he was previously, even after receiving IV lasix per the doctor's order. The patient then complained of abdominal discomfort and was having a hard time urinating. The nurse consulted with the doctor and it was decided to remove the catheter. When the nurse tried to deflate the balloon, no fluid returned and the nurse was unable to remove the catheter. The nurse called the charge nurse for assistance, but they were still unable to remove it. A urologist was called for additional tips, but the balloon still could not be deflated. Another doctor was called and placed an urgent urology consult. The urologist came to the bedside but was unable to pass a guidewire to puncture the balloon from inside the catheter. An ultrasound was performed to visualize the balloon, and a needle was used to pop the balloon from the scrotum. The patient then had 600 ml of frank red bloody urine returned. A 16 french, non-temperature sensing foley catheter, was placed and 500 ml of normal saline was used to flush clots and urine until clear.